Event description:
It was reported that on 20 december 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage occlusion (laao) procedure using a 14f amplatzer torqvue 45x45 delivery sheath. Prior to the laao procedure the patient had a partially surgically ligated appendage. During procedure, there were several partial recaptures during the implant and he final implant did not meet close criteria in all views. The amulet was implanted and a tension test was preformed and the device appeared stable and device compression was in the tire shape. Prior to discharge the patient was evaluated with a transthoracic echocardiogram (tte) where it was discovered that the amulet had embolized to into the left ventricle. The patient was moved to the cardiothoracic intensive care unit (cticu) and was heparinized and monitored until the transcatheter extraction was scheduled on (B)(6) 2024. On (B)(6) 2024, the amulet was successfully removed, no effusion or damage to cardiac tissues and aorta was observed. The physician mentioned the cause of embolization was the device was left with a small mitral shoulder. The patient was reported stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
It was reported that prior to discharge post amulet occluder implant, it was discovered that the device had embolized into the left ventricle. Reportedly, the embolized device did not cause a partial or complete obstruction of blood flow. Information from the field indicated that the patient had a partially surgically ligated appendage prior to procedure. Also indicated that there were several partial recaptures during the implant procedure; the final implant did not meet close criteria in all views which may have contributed to reported device embolization. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the device embolization was the device left with a small mitral shoulder. The reported medical intervention was a result of case-specific circumstances as the embolized device was successfully removed, no effusion or damage was reported. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: medical device problem code: 2017.